Event description:
It was reported that the patient had an implant that didn't work. The device didn't provide control of symptoms, and was replaced.

Manufacturer narrative:
(B)(4). Extension: model 3387-40, serial# (B)(4), implanted: (B)(6) 2006, explanted: na; extension: model 3387-40, serial# (B)(4), implanted: (B)(6) 2006, explanted: na; lead: model 3387-40, lot# v004947, implanted: (B)(6) 2006, explanted: na; lead: model 3387-40, lot# v004947, implanted: (B)(6) 2006, explanted: na.